Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-08371. Reference MFR report: 1627487-2013-08372. Reference MFR report: 1627487-2013-08373. The pt received two anchors from the same lot number. It was reported the pt had pain in the neck and at the ipg (implantable pulse generator) site. The physician noticed an open wound that was exposing the ipg. The physician addressed the wound; the pt was placed on IV and oral antibiotics. In addition, the physician examined the pt's neck at the anchor site and noticed the presence of calcification and scar tissue. Follow-up identified the pt's entire occipital system (off-label use) was explanted. The pt was doing well and the wounds were healing.

Manufacturer narrative:
The returned product was not analyzed as the complaint of pt's pain at the lead site could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.